Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that assistance was needed for calibration. Customer did not eat due to awaiting inulin pump to alert "meter blood glucose now" and as a result, customer had low blood glucose of 50 mg/dl. Customer treated low blood glucose with food. Customer received assistance.